Event description:
Explanting physician reported right side rupture and capsular contracture baker grade iii/IV diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Explanting physician reported right side rupture and capsular contracture baker grade iii/IV diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken-on posterior assessed as an unidentified (tear) opening. (Shell thickness within spec). Capsular contracture: unable to observed as it is a medical event not related to the device. Additional observations: wear abrasion observed in the gel. Crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.